Event description:
It was reported that the right ventricular lead's superior vena cava coil impedence spiked above 200 ohms. A lead fracture was suspected. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned and analyzed and the defibrillator conductor was fractured and distorted. There was blood/body fluid (not obstructed on several conductors and there was blood in/on the helix mechanism and (sleeve head). The proximal conductor was fractured (overstress), the lead was stretched and there was apparent explant damage.